Event description:
A non-healthcare professional from attorney office reported on behalf of consumer stating that the consumer was diagnosed with fungal infection after using contact lenses. The consumer was under the care of physician. The current status of consumer¿s eye was unknown at the time of this report. No further information can be obtained as the contact information of consumer is not available.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).